Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported three metal objects were observed in the patient's skull during a post-op scan following a procedure in which the devices had been in use. The user facility reported a revision procedure was performed and 2 of the 3 metal objects were successfully retrieved. One object remains in place. No additional adverse consequences have been reported.

Event description:
The user facility reported three metal objects were observed in the patient's skull during a post-op scan following a procedure in which the devices had been in use. The user facility reported a revision procedure was performed and 2 of the 3 metal objects were successfully retrieved. One object remains in place. No additional adverse consequences have been reported.